Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of keyboard is not working was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order #(B)(4), the field service engineer (fse) reported that the assy, kybd, sealed, 101 keys assembly was replaced and subsequently tested using the system utility. The keyboard passed all evaluations using the hardware test application (hta), and the customer confirmed proper functionality. During dchu visual inspection: (p/n 358591-01): the assy, kybd, sealed, 101 keys assembly arrived with several key characters showing wear, displaying visible signs of use. Additionally, there were indications of fluid ingress on the underside of the assy, kybd, sealed, 101 keys unit and on part of the silicone cover. During dchu testing: (p/n 358591-01): no dchu testing was required due to the fluid ingress evidence observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure keyboard is not working is attributed to the wear of the part p/n 358591-01 with associated fluid ingress which prevented the keyboard from properly functioning.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not working. As per part investigation, it was determined that the wear of the part p/n 358591-01 with associated fluid ingress. There were no adverse events or injuries reported based on this event.